Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported that the patient was unable to get the ipg charged. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg will be returned.

Event description:
It was reported that the patient was unable to get the ipg charged. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg will be returned.

Manufacturer narrative:
Sc-1160, (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.